Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent lead noise was observed in person on (B)(6) 2025 and also captured in recordings stored on the device. The patient also reported pain during threshold testing. No lead trends were available for review. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.